Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing (rep) representative indicated that there was a 589 error code on the ens. They stated that the ens was programmed to maximum hd settings; 7.8v, 1000hz. The caller interrogated the ens, and reduced the amplitude, which resolved the issue. They stated that the patient did feel like they lost stimulation during the trial, and started feeling pain again. The rep suspected that they patient received the error code during that time. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. It was reported that a 589 error code was seen on the patient programmer. It was reviewed that the code was for overcharged batteries. Patient services reviewed trying alkaline batteries. The rep stated that the patient had replaced the programmer batteries, and then the 589 message was displayed. The rep was unable to bypass the error code upon pushing all of the buttons on the programmer. They stated that the patient had a successful trial, and was going forward with the permanent implant. The patient was having their trial leads removed on the day of the report. It was noted that the physician didn¿t think it was necessary to fix the error code issue, because the stimulation worked well for the patient. No patient symptoms or further complications were reported. Indication for use is unknown. The patient called to complain about their manufacturing representative. They stated that they have back issues, and pain in their feet. The patient mentioned that they started their trail on (B)(6) 2017, and the first few days were going fine. They noted that on the 3rd day of their trial, they could tell that the stimulation stopped because they were in pain. The patient stated that they started taking morphine 3 times a day, but that did not help. They mentioned that the pain was so severe that they wanted to shoot themselves, and kill themselves. The patient stated that it felt like a knife, and they were not in their right state of mind. The patient contacted their manufacturing representative, and was told to turn the device on and off. Then the patient got a 586 or 589 code on their programmer screen. They finally went to the healthcare provider office the following monday, and the external neurostimulator (ens) was removed. The patient stated that their manufacturing representative did not help them all weekend, and did not trade their ens out for one that worked. Additional information received from the manufacturing representative indicated that they did not know the serial number of the ens, and that it was left at the physician¿s office. The cause of the error code was not determined. No further complications were reported.